Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was noticed the thread was broken at the distal end of instrument while cleaning the instrument. No patient harm noted. No adverse event. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed. Visual inspection confirmed the threaded tip to be fractured. Scratches were observed on the shaft near the threads. The shaft is gouged near the handle grip. The strike plate exhibits impact marks consistent with a multiple use instrument. Sem analysis was conducted and material was within scope. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Analysis report demonstrated the fracture was attributed to bending overload. However, a definitive root cause cannot be determined without knowing the cause of bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.